Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited intermittent ventricular undersensing. Programming changes were discussed but not made. There were no patient consequences.